Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, performed multiple power cycles but the issue was not reproduced. The isi fse replaced the e-100 for customer's satisfaction. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and found to have no failures. The system passed all applicable tests and inspections. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted revision sleeve to bypass surgical procedure, the customer reported that the vessel sealer extend (vse) stopped working. The customer changed vses, checked connections on the back, performed a hard restart of e100 and was still not getting the light to turn on on e100 when the instrument was on the arm. The intuitive surgical, inc. (Isi) technical support engineer instructed the customer to put the vse in the integrated electrosurgical unit (iesu), which worked. The customer would try to restart the system after the case and test the e100. The procedure was completed as planned with no reported injury.